Manufacturer narrative:
(B)(4). Batch # p58f90. Device analysis: the analysis found that one ec60a device (b) was returned with no apparent damage and with an ecr60d cartridge reload loaded on the device. The cartridge reload was received partially fired 1/3 with the pan detached from proximal end. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The partially fired is consistent with an incomplete or interrupted cycle. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
Could not fire. During the resection of rectum, could not fire. Another device was used to complete the surgery. There were no adverse consequences to the patient.